Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the negative atrial connection measured open. The cable was found broken (open) by alligator clip. Analysis also found three quarter of the cable was wavy/twisted starting by the junction overmold. All alligator clips and the positive red boots were discolored. Atrial positive boot was split open by where the alligator clip was pushed to open it. (B)(4) .

Event description:
It was reported impedance was greater than 3000 ohms and there was no sensing on the atrial channel. Cables were swapped and impedances measured approximately 646 ohms. The cable was returned. No patient complications have been reported as a result of this event.